Event description:
It was reported the patient developed an extreme bradycardia arrythmia, but no alarm was generated by the device. The patient was resuscitated and transferred to the ICU. It was indicated the patient number was missing in the audit trail and no bed was linked. The customer requested assistance in determining why an alarm was not generated. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
E1: reporting institution phone#:(B)(6). E1: reporter phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint was escalated for technical investigation, and a philips product support engineer (pse) reviewed the clinical audit logs and determined that the device alarmed as intended. See excerpt of the logs below: 1st alert: on (B)(6) 2025 21:47:19, mcl leeuwarden, jmon1, xbrady 49 <50, generated at 21:46:52. Pic. Ix: pmj02, red alarm, on (B)(6) 2025 21:47:19, mcl leeuwarden, jmon1, xbrady 49 <50 generated at 21:46:52. Pic. Ix: pmj02c1, red alarm, 2nd alert: on (B)(6) 2025 19:50:09, mcl leeuwarden, jmon1, xbrady 47 <50, generated at 19:49:45. Pic. Ix: pmj02 red alarm, on (B)(6) 2025 19:50:09, mcl leeuwarden, jmon1, xbrady 47 <50, generated at 19:49:45. Pic. Ix: pmj02c1, red alarm, based on the information available and the testing conducted, the device was functioning as intended. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
Philips received a complaint on the patient information center ix indicating that the patient developed an extreme bradycardia arrythmia, but no alarm was generated by the device. The patient was resuscitated and transferred to the ICU. It was indicated the patient number was missing in the audit trail and no bed was linked. The customer requested assistance in determining why an alarm was not generated. The clinical sequence of events was not provided, only that the patient required resuscitation. It was further clarified that the patient was being monitored by bed jmon1.